Event description:
It was reported by the patient's legal guardian that the patient experienced recurring allergic skin reactions associated with the use of the omnipod 5 pod. The patient developed ongoing skin irritation, redness, rashes, itching, and discomfort at the application sites, resulting in scratching and occasional removal of the pod by the patient. On (B)(6) 2026, medical attention was sought from a dermatologist at (B)(6) and the patient underwent allergy testing, which confirmed allergies to polyacrylates and rosin. The patient was prescribed a corticosteroid-based anti-inflammatory cream (name was not provided). No hospitalization was required, and the medical visit lasted one hour. The legal guardian reported that the patient continues to experience allergic reactions with each new pod and sensor and requires ongoing dermatological management while remaining on the omnipod system due to medical necessity. A new pod was successfully applied following removal of the affected pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.